Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review of the potentially associated lot numbers (h10i24066, h10h30032) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from (B)(6). This is a spontaneous report by a consumer from (B)(6) of peritonitis, diarrhea and patient made mistake/ touch contamination coincident with dianeal pd2 ambuflex therapy. On unreported dates, the patient began treatment with dianeal pd2 ultrabag and extraneal viaflex (doses, frequencies and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on unreported dates, the patient experienced diarrhea and patient made mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The consumer reported that the patient had diarrhea and was told that he may have contaminated in that way. On an unspecified date in 2011, a peritoneal effluent culture was performed which revealed an unknown result. On (B)(6) 2011, the patient was hospitalized. The nurse reported that, while hospitalized in (B)(6) 2011, the patient also had heart problems. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. On an unreported date, the patient had recovered. On an unreported date, dianeal therapy was withdrawn. The nurse reported that the events of heart problems and peritonitis were not related to dianeal and extraneal therapies. The nurse could not confirm the event of diarrhea, but stated she doubted that the event of diarrhea was related to dianeal and extraneal therapies. An opinion of causality was not provided.